Manufacturer narrative:
Date of event estimated based on aware date as the event date was unknown.

Event description:
It was reported that tip detachment occurred. An opticross 6 hd imaging catheter was introduced for visualization of the target lesion. During withdrawal of the device, the tip unraveled at the site of the guide catheter tip. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
B3 date of event estimated based on aware date as the event date was unknown. E3 occupation corrected. The device was returned for analysis. A visual and microscopic inspection revealed the proximal end of the tip was torn and stretched along the monorail. The distal end of the tip was detached at the marker band.

Event description:
It was reported that tip detachment occurred. An opticross 6 hd imaging catheter was introduced for visualization of the target lesion. During withdrawal of the device, the tip unraveled at the site of the guide catheter tip. The procedure was completed using another of the same device. There were no patient complications.